Event description:
It was reported that the pulse generator exhibited no output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator as received was in backup vvi mode. The product software was reloaded and the device exhibited normal electrical characteristics. The backup vvi mode did not recur during testing. Consequently, the reason for the backup mode could not be determined.